Event description:
My (B)(6) old son visited his dentist for his 6 month cleaning on (B)(6) 2013. I reminded the dental hygienist about his milk allergy and to avoid products with milk especially recaldent. She assured me that there was not problem. They called me back to see his x-rays and just before the dentist used the fluoride, I inquired whether the product had milk in it and the dentist assured me that it did not. It did have milk in it because my son ended up in (B)(6) hospital emergency room with anaphylaxis. The dentist really had no idea and when I asked to see the packing or any info regarding the product they had nothing to show me. I found online the msds sheet for the product they used "mi varnish". The ingredients on the msds sheet does not indicate presence of the common allergen of milk but after a very short search I was able to identify and acronym that was used in the ingredients that was not clearly identifiable. The compound is on the msds sheet as cpp-acp which is casein phosphopeptides and amorphous calcium phosphate. The dentist should have known that the product had milk in it but even if he did the informational sheet should be clear and all acronyms should be identified. I have tried my best to keep my son safe but if the labels are not clear I cannot keep him safe. Diagnosis or reason for use: fluoride treatment for teeth.